Event description:
It was reported that a lead alert triggered for short ventricle to ventricle counts and non-sustained ventricular tachycardia. The lead had a fracture and was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.